Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned and with evidence of body fluids and tissue pad material in the groove section of the clamp arm.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic supra cervical hysterectomy due to menorrhagia and chronic post ablation pain syndrome, a harmonic scalpel model harh36, lot # r94k09 was utilized in the procedure without a rumi. During the procedure it was recognized that the ¿plastic¿ tip of the harmonic scalpel dislodged from the scalpel into the abdominal cavity. The piece was retrieved. A second scalpel model harh36, lot# r94643 was opened and upon utilization again the same plastic piece dislodged and fell into the abdominal cavity, this was also recognized immediately and retrieved. A third harmonic scalpel was opened and the procedure proceeded without further incident. There was no additional information that there was any warning or that the provider had any difficulty with the two harmonic scalpels. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned in a plastic bag but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.